Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the health care professional (hcp) observed a low evoked response alert stating atrial automatic threshold detected as > programmed amplitude or suspended. Technical services (ts) reviewed and noted the right atrial (ra) lead exhibited low amplitude and loss of capture. Ts discussed options with the hcp. The lead remains in service. No adverse patient effects were reported. Additional information was received that the ra lead was explanted. No additional adverse patient effects were reported.